Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within five days post implant, the right ventricular lead dislodged and the threshold was high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.